Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch, two cases received at the same time from the same end customer, one regarding needle detachment before use and this one. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open samples with needle detached from the thread (thread is not wound on the pack and needle is missing). Knot pull tensile strength results conducted on the samples received are 0.41 kgf in average and 0.40 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.15 kgf in average and 0.06 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the samples analyzed comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the suture broke when opening the package. 1. Product available? Yes 2. When did the failure occur (before, during or after surgery)? Unknown 3. Could the surgery perform as planned? Yes 4. Was a spare device available during the surgery? Yes 5. Was there a surgery delay? No 6. Is there any harm/hazard to patient, user or third party? No additional information has been requested.